Event description:
Rptr had silicone implants implanted in 1969. 1979 she had the mild beginning of fatigue and headaches, 1987 chronic fatigue, chronic headaches, flu-like symptoms. By 1990 illness had progressed, fatigue, headaches, flu-like symptoms were worse. Mar 1992 explantation of implants. Aug 1992 nerve biopsy confirmed demyelination. 1992 some improvement - but remains disabled. 1992 nerve biopsy. 1992 brain spec scan showed abnormalities in all areas except occipital. 1993 brain spec scan showed improvement in all areas except frontal lobes. No pre-existing conditions.